Manufacturer narrative:
Product complaint # (B)(4) h6 type of investigation: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: how many procedures/patients were affected for each product code? 1 in each product for each involved patient event, how many devices demonstrated the alleged deficiency? 3 were there any patient consequences reported? Just for the code w9948 where the suture detached from the needle and the needle embedded in the patient's perineum and she had to go to main theatre from maternity to have it removed. When did the alleged deficiency occur (upon removal from the package, during handling prior to use on the patient, during passage through tissue, during tying, or post-operatively)? If the timing differs, please explain. Passing through the tissue in all scenarios with no tension reported. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). (B)(6) please also provide us with an update with regards to the product return. Have you already returned the product for analysis? Yes (if yes, please confirm the date shipped and the courier tracking number) I¿ve sent on the previous email the tracking details.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. The needles become detached from threads during surgery. No adverse patient consequences were reported. Additional information was requested.